Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat a persistent atrial fibrillation a faradrive was selected for use. The sheath was prepared and inserted as usual without issues. The dilator was removed and the farawave catheter was inserted. After insertion of the catheter, the physician aspirated the sheath and a lot of bubbles were aspirated from the sheath. The catheter was removed and no issue was observed, but after reinserting the bubbles occurred again. The sheath was replaced with another from the same lot at the same issue occurred. It was then replaced with a new lot and the issue was solved. The procedure was completed successfully. No patient complications were reported. The device is expected to return for laboratory analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat a persistent atrial fibrillation a faradrive was selected for use. The sheath was prepared and inserted as usual without issues. The dilator was removed and the farawave catheter was inserted. After insertion of the catheter, the physician aspirated the sheath and a lot of bubbles were aspirated from the sheath. The catheter was removed and no issue was observed, but after reinserting the bubbles occurred again. The sheath was replaced with another from the same lot at the same issue occurred. It was then replaced with a new lot and the issue was solved. The procedure was completed successfully. No patient complications were reported. The device has been received at boston scientific post market laboratory.

Manufacturer narrative:
Boston scientific's investigation determined a tear in the silicone of the hemostatic valve most likely caused the leaking observed clinically. Based on all available information, boston scientific assigned the investigation conclusion code of 'cause traced to device design' to the referenced event. This defect would have caused visible air bubbles/air ingression into the sheath and its interfacing device(s), resulting in the occurrence of this event.